Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. The field service engineer (fse) performed t-shot and found that the full-height pocket was jammed against the top of the drawer, preventing it from fully opening. The fse opened the drawer and removed the failed pocket. The fse tested the drawer and pocket access, and no further issues were noted. The fse also tested all bus and cable connections, and the operation of both the drawer and pocket was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cabinet had some issues with the drawer being jammed to open the customer reported the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.